Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that while user trying to issue medication, cubie failed to open. The technical support specialist (tss) followed up after the user reported a zero-quantity error. After remoting in, tss had the client connect with cycle count access and guided them through completing the cycle count, but the cubie still would not open. Tss then logged into the tester app and used the unconditional open feature, allowing the cubie to open and the item to be issued successfully. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie did not open when the user attempted to issue medication. When the user attempted again, an error message displayed stating that the quantity was zero. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.